Event description:
Reportedly, this stent had been previously implanted in 2005 into the right common iliac. Then in 2006, the patient was in the hospital for a procedure not related to the stent, where a cross over catheter was being used to cross the stent. The catheter ended up catching the stent and moving the stent from the right to the left common iliac. No intervention was taken as a result of this event.

Manufacturer narrative:
No device returned for evaluation.